Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported the fabius posted an apnea alarm and that automatic ventilation did not work. There was no injury reported.

Manufacturer narrative:
The dispatched service engineer could narrow down the root cause for the problem to a worn motor and replaced it. The device passed all tests after the repair exchange and is back in use w/o further problems. The manufacturer has evaluated the log file and found entries which are in relation to the reported ventilator failure: several instances of two different error codes can be found in the log indicating speed deviations and finally a stalling of the motor. The particular motor has been in operation for more than 12 years. The motor is designed for a lifetime of 10 years at standard operating conditions which the respective unit has lasted. Dräger finally concludes that the device responded as designed upon the malfunction of a wear-and-tear component; it has shut down automatic ventilation when the error occurred to prevent from damages to the ventilator unit and posted a corresponding alarm. Manual ventilation remains possible. Reportedly, no patient consequences have occurred.

Event description:
Please refer to initial MFR. Report #9611500-2018-00295.